Manufacturer narrative:
H3: one device was received. A visual inspection found that the downstream occlusion (dso) and upstream occlusion (uso) seals were delaminated. Both seals were replaced and calibrated. Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion (dso) seal was unattached and falling off. The event happened during testing and no patient involvement was reported.